Manufacturer narrative:
The reported field event of backup vvi was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that during attempted implant, patient had high dfts and external defibrillation was used to rescue the patient. Subsequently, device went into backup reset mode. The device was electively replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.